Manufacturer narrative:
The snap ring was found overstretched and dislodged from it's original position. The root cause for the overstretched snap ring could not be determined. Several tests have been performed at trumpf medical and (B)(4) which confirms that a correctly installed snap ring will not dislodge. The customer confirmed the receipt of the urgent field safety notice regarding the ongoing field action (z-563-2016) nine months before the event.

Event description:
One spring arm of an iled trio/quad detached from the central axis. It was held in place by the brake screws only. As a result it did not fall. No injury occurred.